Event description:
It was reported that the patient underwent a stenting procedure in the heavily calcified left internal carotid artery with placement of a 10-8 x 40 mm xact stent. On (B)(6) 2012, 10 days post procedure, the patient was admitted to an outside facility with confusion, dizziness, expressive aphasia and memory loss. A transient ischemic attack was noted. Computed tomography performed on (B)(6) 2012 noted chronic ischemic small vessel disease. Magnetic resonance angiography was performed on (B)(6) 2012 and noted narrowing of the distal left internal carotid artery. Magnetic resonance imaging of the brain performed on (B)(6) 2012 noted multifocal, tiny non-hemorrhagic acute infarcts suspicious for emboli. Computed tomographic angiography performed on (B)(6) 2012 noted that the right common carotid artery was widely patent with a large calcified eccentric plaque at the origin of the right internal carotid artery causing 80-90% stenosis, the stent in the left carotid artery was widely patent and mild atherosclerotic changes in the left common carotid artery. The patient underwent a new stenting procedure in the right internal carotid artery; however, no additional intervention was performed in the left carotid artery. No additional information was provided.

Event description:
Subsequent to the initial MDR being filed, the following information was received: plavix and aspirin were administered as treatment for the transient ischemic attack and additional symptoms.

Manufacturer narrative:
(B)(4). (B)(6) 2012: computed tomographic angiography. (B)(6) 2012: magnetic resonance angiography. (B)(6) 2012: magnetic resonance imaging of brain. Concomitant medical devices: other: heparin, plavix, aspirin. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident, embolism, ischemia, neurological deficit dysfunction, dizziness, and restenosis are known observed and potential adverse events of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.